Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that at a recent dental check up they were informed that the aligner treatment has caused their left front tooth to become loose.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.